Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the cursor on the display would not move or interact with stylus. The test screen was tried with no improvement. The cursors jumps away using the provided display with a good computer platform. The complete computer platform was replaced. Software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.